Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, the manufacturer¿s service technician recognized an issue with the nurse call on the device. There was no reported patient involvement. The service technician recommended replacing the device¿s interface printed circuit assembly to address this issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.